Event description:
It was reported that during a da vinci-assisted partial nephrectomy procedure the jaws of the fenestrated bipolar forceps instrument broke. A fragment fell inside the patient and was retrieved during the same procedure. A backup fenestrated bipolar forceps instrument was used and the procedure was completed as planned. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the event occurred while the surgeon was grasping and manipulating tissue. The fragment was retrieved with a laparoscopic forceps instrument. No additional surgical procedure was required to remove the fragment. A post-operative x-ray was performed to check for remaining fragments. The procedure was completed robotically with a backup instrument. There was no injury to the patient. The patient has not returned to the hospital due to experiencing any post-surgical complications. The instrument is available for return fulfill analysis. It is unknown if a fragment will be returned. No photographic images of the device or a video of the procedure is available for review.

Manufacturer narrative:
The fenestrated bipolar forceps instrument has not been received for failure analysis evaluation. A review of images provided by the customer shows one of the instrument grips broken and separated from the instrument.

Manufacturer narrative:
The fenestrated bipolar instrument was received and failure analysis found the instrument to have a broken grip that is completely detached from its base. The broken piece was returned with the instrument. Components adjacent to this broken grip do not show damage.

Event description:
Refer to h11 for follow-up information.